Event description:
The manufacturer received information alleging a ventilator inoperative condition was found during annual preventive maintenance. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's printed circuit board assembly and fio2 sensor were replaced to address the issue. The device passed final inspection and testing post repair.

Manufacturer narrative:
The trilogy evo system printed circuit board assembly was returned to the product investigation lab (pil) for additional testing. Visual inspection found no defects. Pil confirmed the component failed due to the machine flow sensor drift. The trilogy evo fio2 sensor cable was returned to the product investigation lab (pil) for additional testing. The trilogy evo fio2 sensor cable was found to operate as designed without issue when evaluated independently. The trilogy evo machine flow sensor was returned to the product investigation lab (pil) for additional testing. The trilogy evo machine flow sensor was found to operate as designed without issue when evaluated independently. The coding grid for this complaint record has been updated to reflect these pil investigation findings.